Event description:
The arthroplasty was revised due to instability and pain. The components were implanted in situ for ~ 6.25 y. The tibial insert was revised. The patient presented with a ula score of 2 three months prior to revision surgery and a maximum score of 4.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained at drexel implant research facility and was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding revision due to instability involving a triathlon cr insert was reported. The event was confirmed. Inspection of the provided images noted minor damages consistent with in-vivo use and explantation. No information related to the reported instability could be learned from the images. A device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. A complaint history review found no other similar events have been reported for the subject manufacturing lot. The exact cause of the reported instability could not be determined. A review of the provided records by a clinical consultant indicated there is no evidence the event is device related.

Event description:
The arthroplasty was revised due to instability and pain. The components were implanted in situ for ~ 6.25 y. The tibial insert was revised. The patient presented with a ula score of 2 three months prior to revision surgery and a maximum score of 4.